Event description:
The pump eroded through the skin. The pump and catheter were explanted. There was reported to be no injury. The device system was used to deliver lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.